Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, two bins were not opening in the back medication room fridge. One of the morning technicians attempted to repair both bins by restarting and turning the pyxis off and on but was unsuccessful. The reporter also attempted to repair the issue but was unable to fix it. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.